Manufacturer narrative:
The pod was received fully deployed. No damages or deficiencies to the fluid path or needle mechanism were observed that could have contributed to the reported improper insertion of the cannula. No damages to the environmental seal or bottom housing were observed. The exact cause of the reported improper insertion of the cannula could not be determined. No damages or deficiencies to the fluid path were observed that would result in the pod leaking during wear. A leak test was performed where the soft cannula was occluded, ratchet gear rotated, and fluid path was inspected. No damages or leakages were observed. No problem was found. Blood was observed on the adhesive pad. No damages or defects were observed that could have contributed to the bleeding. The formed needle was inspected under magnification. No damages or defects were observed. The cause of the bleeding could not be determined.

Manufacturer narrative:
The device has been returned; however, the investigation has not yet been completed. A supplemental report will be submitted once the investigation is complete. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose levels increased to approximately 400 mg/dl after approximately 1-4 hours of pod wear on the leg. The patient further reported that insulin was leaking during wear and bleeding at the infusion site was observed. It was noted that the cannula did not appear to have properly inserted into the skin at the infusion site. There was no medical intervention reported in relation to this event.